Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00699. It was reported the pt ((B)(6)) is experiencing warmth at the ipg site while recharging. In addition, the pt alleges after a certain point, he is unable to increase the amplitude for his therapy program. There are reportedly no issues with respect to impedance; however, attempts to address the alleged amplitude adjustment problem via reprogramming have been unsuccessful thus far. Plans regarding the next course of action have not been provided to the MFR.

Manufacturer narrative:
This ipg serial number was including in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.